Manufacturer narrative:
The device was received and evaluated. Initial observation of the received device found the cannula only partially exposed in the needle well and the pink slide insert not visible in the viewing window, although the linkage assembly indicated that the needle mechanism was deployed. The downloaded data showed that the device ran 43 first prime pulses and was deactivated at 1050 pulses. Inspection of the needle mechanism assembly found damage to the slide insert that prevented the catch beam from supporting the slide insert and led to the cannula retracting after needle deployment. Although this damage was observed, it cannot be determine when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reported the following: (B)(6). The patient reported the pink slide did not move forward and the cannula did not fully deploy. The patient treated the hyperglycemia by replacing the pod and delivering a bolus with a pen three times. The pod was worn between 4 and 24 hours on the arm.